Event description:
It is reported that a customer was hospitalized for diabetic ketoacidosis on (B)(6) 2015 for a high blood glucose level of 586 mg/dl. The customer was off the pump during their stay in the intensive care unit for five days where they treated the patient with manual injections. It was noted that the patient may not survive if they go into another diabetic ketoacidosis episode because the customer's organs are in bad shape. The customer stated that she went on a trip without her pump prior to the hospitalization. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) .